Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) and right atrial (ra) leads had dislodged approximately three weeks post implant. The ra lead was revised and remains in use. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.